Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned; however analysis of the device memory was performed. Analysis indicated the battery impedance value was beyond the expected upper range.

Event description:
It was reported the implantable pulse generator (ipg) displayed premature battery depletion due to high battery impedance. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.